Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving baclofen (2000 mcg/ml at 250 mcg/day) via an implantable infusion pump. It was reported that the patient had a pump refill on (B)(6) 2020 and his dose was increased from 250 mcg/day to 425 mcg/day. The patient then returned to his residence where he was also given oral baclofen on top of the increased intrathecal dose. He had a sudden onset of respiratory failure, hypothermia and bradycardia. The patient was currently hospitalized, intubated, and was on life support. He had been admitted on (B)(6) 2020. The patient was getting an MRI to rule out a stroke. The MRI did not find any evidence of a stroke. It was then noted that the pump was turned off on (B)(6) 2020 and the logs were normal at that time. Additional information was received from a hcp on 2020-nov-25 which indicated that the patient was extubated and recovered after cessation of their intrathecal baclofen therapy, but experienced withdrawals as well. The cause of the symptoms was reported to be baclofen overdose, and it was stated that the pump system had failed to deliver medication as intended. The patient's weight was reported. The issue was considered resolved. No further complications were reported.